Event description:
It was reported that the lead exhibited less than 200 ohms impedance and p-waves dropped. The lead was explanted and replaced.

Manufacturer narrative:
Final analysis found that the distal insulation was damaged at 19.5 cm from the connector pin due to the suture sleeve being tied down too tight. This could cause the reported low lead impedance.